Event description:
A falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The falsely depressed result was reported to the physician(s), who questioned the result. The same sample was reprocessed on an alternate atellica ch 930 analyzer. The reprocessed result was higher than the erroneous result. The reprocessed result was considered correct and reported to the physician. Additionally, the customer drew a new sample from the same patient and processed it on both the original and alternate instruments. Both results recovered higher than the erroneous result and were considered correct. On a later date, the customer also reprocessed the initial sample on the original instrument and the result recovered higher than the erroneous result initially obtained and was considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 result.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was acceptable on the day of the event. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. The instrument data logs did not show any errors that could contribute to an erroneous crea_2 result. The photometric data shows the discordant result versus the expected result exhibits abnormal and erratic kinetics pre-reagent 2 addition which is indicative of foaming/bubbles or debris in the read window. The customer performed a precision study, and the results were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. During this visit, cse cleaned all probes and mixers, verified probe and mixer alignment, and performed auto checks which all passed. Performed lamp auto gain adjustment to optimum values. Ran service analytical test protocol (atp). All passed as expected. Based on siemens evaluation, it is concluded that the erratic kinetics pre-reagent 2 addition potentially contributed to the falsely depressed crea_2 result. The instrument is operational upon completion of the service. No further evaluation of this device is required.